Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer states that the composite part of the wheel appears very choppy cut and has potential injury if used. Per the technician's evaluation, the composite wheels have burrs on them.